Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said the ins is turning around in the pocket. The nurse palpated the pocket and could feel the ins move around. As a result of what was reported, the patient will be scheduled for a pocket revision. No patient symptoms and no further complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that when the patient sat or laid down, the ins was sideways in the pocket and it pressed into the body. The patient stated that she could manipulate the ins in the past couple of months and it was flipping in the pocket. No accidents or traumas were reported. There were no further symptoms or complications reported or anticipated.